Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One (1) impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was returned for investigation. Visual evaluation of the as returned product identified the implant fractured at the collar. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth # 13 (universal) and was used for approximately 2 years 7 months. The customer provided one (1) x-ray. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review: DHR review was completed for the subject lot number (64079862). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (64079862) for similar event keyword category (functional: fracture : implant) and no other complaint was identified. Post market trending review: may post market trending was reviewed and there were no actionable events or corrective actions for the reported event (fracture implant) or product (tsvb11). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patients age was not provided. Patients weight was not provided. Event date was not provided. Additional 510(k) number is k013227.

Event description:
It was reported that the implant was removed due to becoming fractured. It was not indicated if the patient would return for additional appointments. Tooth #13.